Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement - during preparation. Device issue: stent dislodgement. It was reported that during preparation of the device, prior to entering the vasculature, the xience v stent dislodged, but remained in the protective sheath. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance investigation revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was dislodged from the balloon and was returned. There was no damage noted to the stent implant. The balloon was tightly folded. There were multiple kinks and bends throughout the entire length of the hypotube consistent with the way the product was received. There was no other damage noted to the sds. The protective sheath and stylet were not returned. A snap gauge was used to measure the outer diameters of the stent implant and they met manufacturing criteria. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.